Event description:
For three days on december 5, sixth and seventh, I experienced inexplicable low readings on my freestyle libre 3. I would take emergency measures to get sugar into my system via juice, but readings were unresponsive. Also on december 7, I noticed the reading went from in the fifties to 178 within minutes without me doing anything!? I have had trouble with high blood sugar recently, and have felt poorly. On those three dates, december 5, six and seven I had blood glucose readings of 54, 53, and 54. I have this documented on my freestyle, libre app.